Manufacturer narrative:
The returned device was evaluated and received with the cannula assembly undeployed. A drive stall was noted in the data. Upon opening the ratchet gear was confirmed to be less rotated than expected, failing to release the release bar and deploy the needle. When paired to a omnipod personal diabetes manager (pdm) and made to undergo priming, the hook talons was observed failing to catch the ratchet gear teeth. No damages or defects were noted in the drive mechanism that would contribute to a failure to detent.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ust400. 17845-5a-aw rev b 09/17. Changing your pod. Chapter 3 / pages 33. Warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The patient reports while wearing a pod for less than an hour the cannula did not deploy and the pink slide insert did not move into the viewing window which indicates a failure of the needle mechanism to deploy as intended during activation.